Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the chair is pulling intermittently, some times to the left, some times to the right.